Event description:
It was reported that after a ptca procedure, resistance was encountered while removing the dilatation catheter. The dilatation catheter and guide wire were retracted together, and the procedure was successfully completed. No pt injury was reported. This report is being filed based on investigational findings.